Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. All codes apply to the leads (977a260). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a lead revision after it was found that the leads were initially implanted in the wrong place, or that they had moved (the called was unsure which one). No further complications were reported.